Event description:
It was reported that during a hepatectomy procedure the surgeon used the device to dissect the capsule of the liver. He has used blue reloads on the first three fires. It was quite thick, however, as it contained hepatic vein, surgeon decided to use blue reloads. When he fired his fourth fire, the knife was locked in the locking position. We were assured of the loading procedure. The surgeon has opened another blue reload and it could transect successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? For the first 3 fire the staple line is complete. The suspected reload was the 4th fire in the surgery. If yes, was the staple line complete? For the first 3 fire, the staple line is complete. The suspected reload was the 4th fire in the surgery. After firing the 4th reloads the motion of motor in pse45a was very slow and we found the tissue was squeezed out at distal 1/2 of the jaw. After open the jaw the staple formation is incomplete the legs of the staples were straight or curved instead of b shape. He applied another blue reload to complete the remaining tissue.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr45b reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple45a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported difficult to firing speed issue could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.